Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had noise appear on the electrogram. Boston scientific technical services (ts) was contacted for troubleshooting, and ts made recommendations. No adverse patient effects were reported. Additional information was received indicating the noise was unable to be reproduced during isometric patient testing. There was additional noise that had occurred since the first episode as well. Ts discussed programming options, and they planned to re-program to the secondary sensing vector when the patient was next in the clinic. No adverse patient effects were reported. Additional information was received indicating the patient received an inappropriate shock while in their car on their phone from the s-ICD due to signal noise. Ts was contacted, and ts discussed programming options. No adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave and myopotential oversensing. Small r-waves were also reported. The patient was brought into the clinic, and the noise was reproducible. Under insertion of the electrode into the header of the s-ICD was suspected. Ts discussed programming options. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had noise appear on the electrogram. Boston scientific technical services (ts) was contacted for troubleshooting, and ts made recommendations. No adverse patient effects were reported. Additional information was received indicating the noise was unable to be reproduced during isometric patient testing. There was additional noise that had occurred since the first episode as well. Ts discussed programming options, and they planned to re-program to the secondary sensing vector when the patient was next in the clinic. No adverse patient effects were reported. Additional information was received indicating the patient received an inappropriate shock while in their car on their phone from the s-ICD due to signal noise. Ts was contacted, and ts discussed programming options. No adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave and myopotential oversensing. Small r-waves were also reported. The patient was brought into the clinic, and the noise was reproducible. Under insertion of the electrode into the header of the s-ICD was suspected. Ts discussed programming options. No additional adverse patient effects were reported. Additional information was received indicating x-ray imaging showed appropriate insertion of the electrode into the header. The patient was being admitted to the hospital due to the inappropriate shocks with plans to explant the s-ICD system and to implant a transvenous one. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had noise appear on the electrogram. Boston scientific technical services (ts) was contacted for troubleshooting, and ts made recommendations. No adverse patient effects were reported. Additional information was received indicating the noise was unable to be reproduced during isometric patient testing. There was additional noise that had occurred since the first episode as well. Ts discussed programming options, and they planned to re-program to the secondary sensing vector when the patient was next in the clinic. No adverse patient effects were reported. Additional information was received indicating the patient received an inappropriate shock while in their car on their phone from the s-ICD due to signal noise. Ts was contacted, and ts discussed programming options. No adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave and myopotential oversensing. Small r-waves were also reported. The patient was brought into the clinic, and the noise was reproducible. Under insertion of the electrode into the header of the s-ICD was suspected. Ts discussed programming options. No additional adverse patient effects were reported. Additional information was received indicating x-ray imaging showed appropriate insertion of the electrode into the header. The patient was being admitted to the hospital due to the inappropriate shocks with plans to explant the s-ICD system and to implant a transvenous one. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.